Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). It should be noted that the nc trek, global instructions for use states: the nc trek rx coronary dilatation catheters is indicated for - balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, and balloon dilatation of a stent after implantation. The device was returned for evaluation. The reported deflation difficulty was confirmed. The reported resistance with the guiding catheter during removal could not be tested due to the condition of the returned device. The reported resistance with the vessel during removal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a calcified left internal carotid artery, an unspecified stent was implanted. A 5.0x20 mm nc trek dilatation catheter was advanced and post-dilatation was successfully performed; however, when attempting the deflate the balloon, the balloon failed to deflate. A 60 cc syringe was used and pressure was applied to pull the inflated balloon into the guide catheter. Resistance was felt with the vessel and guide catheter during attempted removal of the dilatation catheter. Once the balloon was able to be pulled inside of the guide catheter, the dilatation catheter and guide catheter were withdrawn from the patient anatomy as a single unit. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.